Manufacturer narrative:
One cadd pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was verified. Service will replace the microprocessor board as a preventative measure. The problem source is unknown.

Event description:
Information was received that the cadd legacy pump is alarming air in line with no air present. No reported adverse effects.